Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had been experiencing problems with their bowels again. Patient stated that they were up 5 times on tues night and had a little pain. Patient stated last night, they went to the bathroom about 20 times and was pretty painful. Patient also had their device implanted for nerve pain. Patient got pains like they were acidic and it felt like gas pains. Patient stated that interstim was really helping however. Patient stated that after changing to program 4 at 3.0v, they felt the stimulation on top of her vaginal area and bottom of their bum. Patient was feeling it in their bike seat area but mostly on the right side. Patient inquired if stim should be at the same level it was when they were on program 3. It was reviewed that each program was different and to focus more on symptoms. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.